Event description:
According to the reporter, the enteral feeding pump's internal buzzer was not working.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿enteral feeding pump's internal buzzer was not working.¿ the unit was triaged and the customer¿s reported condition was confirmed. During startup the device did not tone; root cause has been isolated to component damage in the buzzer circuit. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.